Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as flextronics is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the lids were missing from 3 bd sharps coll next gen 5.4qt red. The following information was provided by the initial reporter: it was reported missing lids.

Event description:
It was reported that the lids were missing from 3 bd sharps coll next gen 5.4qt red. The following information was provided by the initial reporter: it was reported missing lids.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-09. H6: investigation summary the customer provided samples with the issue of missing lids. This verified the complaint and an investigation was performed to determine possible root cause. The supplier was contacted and the possible root causes were narrowed to: ¿ non-controlled method to ship partial boxes to end user (re-packaging process). ¿ non controlled handling within distributor facilities. According to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process of the part number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids issue for the same part number throughout the last twelve months.